Manufacturer narrative:
Device evaluation-lens was returned in a small vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4): secondary surgical intervention, lens was exchanged for shorter lens. Conclusion: patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/1.5/089 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.